Event description:
It was reported that after a bowel procedure, there was a leak along the staple line. The patient returned to the hospital for corrective surgery. No further information is known at this time. The device was discarded. Additional information being requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: a leak occurred along the staple line; dr (B)(6) has pictures of the staple line that he will provide to us. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Multiple requests have been made for additional information but to date, no more information has been received.

Manufacturer narrative:
(B)(4)